Event description:
It was reported that, "original implantation was 3 years ago ((B)(6) 2007). Revised for pain and fluid build up in the joint. Left the stem in. Cleaned out joint and put a new neck in."

Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the manufacturer. If additional info becomes available, it will be submitted in a supplemental report.